Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: investigation revealed cracks to the battery and cartridge compartments. The battery cap coin slot was damaged and the cap was difficult to remove. Unrelated to these issues, the pump was returned with the bolus button cover torn but still operable. Also, the keypad was missing. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/09/2016. Investigation revealed cracks to the battery and cartridge compartments. The battery cap coin slot was damaged and the cap was difficult to remove.